Event description:
It was reported that during the procedure to treat a chronic total occlusion in the heavily calcified and moderately tortuous proximal to mid right coronary artery, the ht whisper guide wire was advanced to the target lesion. During withdrawal, the guide wire became stuck. The guide wire was pushed forward and then pulled back in an attempt to loosen the guide wire; however, it remained stuck. Force was then applied to the guide wire; however, on angiography the vessel was noted to shift and it appeared as if the polymer coating was peeled. The patient was then taken to surgery and coronary artery bypass grafting was performed. The guide wire was clipped and a portion remains embedded in the vessel wall. There was a clinically significant delay reported. Although requested, additional information was not provided.

Event description:
Subsequent to the initial MDR, a cine review noted that a dissection occurred during the procedure and the guide wire was prolapsed. Additionally, there was no distal flow noted after the guide wire prolapse. Additional information from the site indicates that the site was unaware of the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Based on the reported information, it appears that the tip became entrapped within the lesion which was described as a chronic total occlusion with heavy calcification. Additionally, during the attempts to free the tip, the guide wire was pushed forward and pulled back. Reportedly, the coating appearing peeled may be the result of this maneuvering. Cine images were returned and reviewed by an abbott clinical specialist. The results noted the following: a guide wire in the right coronary artery with its tip looped mid vessel. There is an inflated balloon proximal to the loop. The balloon markers still present. The guide wire has been exchanged (shaft is not radiopaque). The tip does not appear to be in the true lumen. The length of the vessel distal to the occlusion appears dissected. The radiopaque portion of the tip appears to be completely prolapsed upon itself. The prolapsed wire is much more distal in the anatomy. There is still some contrast distally that shows the continued extension of the dissection. No distal flow. Conclusion of the cine review noted the following: unfortunately, the images do not confirm any vessel shift. A long (spiral) dissection was created that extended distally from the lesion area subsequently followed by no distal vessel flow. It is not clear if the dissection occurred with the use of the first (radiopaque shaft) wire or the 2nd wire. Dissection is noted; the vessel trauma is listed as a potential outcome of failing to observe the warnings listed in the instructions for use (IFU). The IFU warns: do not: push, auger, withdraw or torque a guide wire that meets resistance. Do not: torque a guide wire if the tip becomes entrapped within the vasculature. And do not: allow the guide wire tip to remain in a prolapsed condition. Based on review of the cine images provided the tip was prolapsed. The lack of distal flow (ischemia) noted in the cine may be due to the pre-existing condition of the totally occluded vessel and does not appear to be the result of the difficulties with the guide wire. The reported difficulties with the tip becoming entrapped with the vessel appear to be due to patients disease state. The dissection appears to be due to pushing against resistance against the totally occluded lesion resulting in a false lumen within the vessel. A review of the lot history record did not reveal any non-conforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.